Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The father reported via phone call that the customer experienced high blood glucose. Customer's blood glucose rose to over 600 mg/dl. The father reported the setting on the customer's insulin pump was being adjusted by the trainer. The father declined to be transferred to the helpline. The insulin pump will not be returned for analysis.